Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from up/down angulation control knob. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was confirmed. In addition to foreign material being found on the grip, switch 2, forceps elevator lever, scope connector case, and the nozzle, additional findings were as follows: due to deformation of up/down knob, water tightness was lost; indication on flexibility adjustment ring was unclear; suction cylinder had no color; plug unit had corrosion; cable unit had corrosion due to water leakage; light guide lens had a crack; light guide lens had a chip and crack; second bending section/passive bending section was deformed; bending tube was deformed; connecting tube had a scratch; due to clogging of jet tube in control unit, water cannot be supplied; due to wear of angle wire, bending angle in down direction did not meet standard value; and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a b30 error (communication error) and an angulation malfunction. There was no patient harm associated with the event. The device was evaluated, and it was found that several parts had foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.